Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 at 8:45 pm with blood glucose of over 600 mg/dl. Customer also reported that the insulin pump had alleging insulin pump was under delivery. The customer's blood glucose level was 600 mg/dl at the time of incident. Customer¿s other blood glucose level was 593 mg/dl and 256 mg/dl at the time of call. Customer provides details regarding symptoms of their high blood glucose episodes such as not stop vomiting. The customer treated with the intravenous injection. Customer went to emergency room. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the drive support cap was normal. Customer stated that the multiple large bubbles are present along the tubing length. Customer troubleshooting was performed for under delivery and high blood glucose level. The device will not be returned for analysis.